Event description:
It was reported that the before surgery the dermatome was leaving a strip in center and only harvesting on sides. The rpms were in specification but whiny. The calibration was out at the 0 reading. There was no reported patient harm, or delay. Due diligence is complete, no further information is available at this time. At evaluation it was determined that the blade could have contributed to the reported issue.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, and lot identification was not provided. The root cause of the reported issue is attributed to manufacturing issue the event cannot be confirmed. Additional related reports: 0001526350-2023-00930-1. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : device discarded.